Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #982194 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that separation occurred after use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "butterfly needle gauge 23 - needle is coming apart before and after use".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9086811. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-03-27. Medical device lot #: 8352537. Medical device expiration date: 2020-12-31. Device manufacture date: 2018-12-18. Medical device lot #: 9091626. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-04-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred after use with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter, "butterfly needle gauge 23 - needle is coming apart before and after use."